Event description:
Reporter indicated a vns pt had generator and lead replacement due to high lead impedance. Intraoperative testing of the devices identified a likely lead fracture. No frank lead breaks were seen during the surgery. Attempts for further info are in progress. The explanted lead was discarded in surgery. Attempts for the return of the explanted generator are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.